Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 200 mg/dl to 500 mg/dl. Customer treated with manual injection. Customer's blood glucose value was 376 mg/dl at the time of the call. Customer declined further troubleshoot for high readings. Customer also reported that the insulin pump act button does not work. It was confirmed that the time was advancing. The customer¿s parent was advised to have the customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with all buttons functioning properly. The insulin pump passed the displacement test and self test. The j lcd keypad connector was not found unlocked during visual inspection. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).